Event description:
It was reported that a customer failed to follow therapy steps in the priming process step of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered the patient had connected during priming. The technical service representative explained proper procedure and assisted in ending therapy. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, where the patient connected to the patient line during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.